Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy. A surgical procedure was performed to remove and replace the cuff. The physician feels the cuff was the correct size when initially placed, but not in the correct location. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.